Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported recurrent skin infections at pod application sites, characterized by redness, swelling, soreness and raised skin. These reactions typically developed after extended pod wear. Despite consistent site preparation and rotation practices, infections continued to occur at some sites, while others remained unaffected. On (B)(6) 2026, the patient sought medical attention due to skin infection at a pod site after wearing it for between 49 and 71 hours. The patient contacted the general practitioner and was prescribed a course of antibiotics to treat the infection. A new pod was successfully applied following medical consultation. The patient confirmed that affected areas are allowed to heal fully before reuse.